Manufacturer narrative:
H3: the actual device was not available; however, a photograph of the sample was provided for evaluation. During visual inspection of the provided photographic samples, the replacement line connected to the deaeration chamber was observed disconnected from the y connector. There is no mark of solvent on the tubing. The reported condition was verified. The cause of the event was due to lack of solvent during the assembly step during manufacturing. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
E1: initial reporter facility name: (B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported an external blood leak was observed originating from the disconnected replacement line (connected to deaeration chamber) of a prismaflex m150 set during an unspecified process step of continuous renal replacement therapy. There was no report of patient injury or medical intervention associated with this event. No additional information is available.